Manufacturer narrative:
This follow-up report is being submitted to update the serial number of the device involved, as the initially reported serial number was corrected by the complainant. Additionally, this follow-up clarifies that the right-side device is associated with a rupture only, the rotation applies only for the left side (B)(4).

Event description:
Brazil. Allegedly a patient presents an intracapsular rupture on both breasts and rotation on her left breast. R: (B)(4). L: (B)(4).

Event description:
Brazil. Allegedly a patient presents an intracapsular rupture and "torsion" on her right breast, she undergone her motiva implants on (B)(6) 2020 and a revision surgery is required

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture and rotation.